Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: g1 (contact office).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: d4 (lot and UDI). The product was returned with the membrane completely unfolded and blood was observed on the exterior. The sheath was returned for evaluation separate from the iab. Two kink was observed on the catheter approximately 73.7cm and 71.9cm from the iab tip. The dilator, on-way valve, extender tubing, guidewire and pressure tubing, syringe, t-handle and angiographic needle were returned for evaluation. Inner lumen was found to be occluded. The occlusion was unable to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An insertion test of the returned guidewire was attempted but unable to be performed due to the inner lumen found occluded with blood. One-way valve vacuum test was preformed, and it was able to hold vacuum. The reported failure of ¿difficult/unable to insert iab through sheath¿ cannot be confirmed by the evaluation. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID # (B)(4).

Event description:
It was reported that while using transray plus 35cc intra aortic balloon (trp3546), the sheath (tip of the dilator for sheath insertion) in the insertion kit was deformed (kinked) and could not be inserted. Due to the patient's condition, a new balloon was not used. There was no health risk to the patient.